Manufacturer narrative:
This report is being submitted as part of a system level review. The pt's treatment provider was contacted and medical records have been requested to assist the clinical investigation process. Based on the info provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a peritoneal dialysis (pd) pt was hospitalized for pain associated with the diagnosis of a hernia. The pt was hospitalized as of (B)(6) 2015. The pt was subsequently discharged and was able to resume cycler-based treatment.